Event description:
It was reported that a loss of monitoring occurred for multiple (up to 16) pts when the apex pro telemetry system experienced intermittent loss of telemetry for periods as long as 10 mins. Alternate monitoring was not otherwise available. The issue was determined to be a network infrastructure problem associated with the enterprise access sub-system. No injury was reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.